Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found several error #53 codes in the fault logs. The stm replaced the fiber optic assembly, downloaded the software and performed a full calibration and test of the iabp. The iabp worked to specification and was released back to the customer for clinical use.

Event description:
The customer has reported the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure alarm while in use on a patient. Hemo¿s present. The customer un-plugged and reinserted the cables and attempted once more with the same results. The iabp would do a manual calibration on command but message returned each time after calibration. The central lumen had inline transducer system attached which they zeroed with the fiber optic cable unplugged. Hemo¿s the same. The customer decided to use the central lumen for pressure source. The customer reviewed flushing of catheter. No patient death, serious injury or adverse event was reported.